Event description:
It was reported that during a diagnostic procedure, the impulse catheter was observed to have a foreign material in the lumen. Upon advancing the guide wire, a small piece of plastic came out of the lumen. No pt injuries or complications were reported.